Manufacturer narrative:
Device was used for treatment, not diagnosis. Lozano-calderon, s., doornberg, j., ring, d. (2007). Retrospective comparison of percutaneous fixation and volar internal fixation of distal radius fractures. Hand, 3, 102-110. This report is for unknown volar t-shaped plate from the pi-plate set/unknown quantity/unknown lot. Additional product code: hwc. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
Literature article received: this report is being filed after subsequent review of the following literature article: lozano-calderon, s., doornberg, j., ring, d. (2007). Retrospective comparison of percutaneous fixation and volar internal fixation of distal radius fractures. Hand, 3, 102-110. United states. A retrospective comparison of comparable cohorts treated with percutaneous fixation (17 patients) or a volar plate and screws (23 patients) an average of 30 months after surgery. The authors retrospectively reviewed 40 patients, (17 treated with a percutaneous fixation) and (23 treated with a volar plate and screws) to discern if there were any significant differences in post-operative outcomes between the two surgical procedures. The percutaneous fixation group consisted of 10 women and 7 men (average age 55 years, range between 27 and 77 years). The volar plate fixation group consisted of 16 women and 7 men (average age 51 years, range between 23 and 77 years). Average patient follow up was 30 months. One patient requested the removal of a t-shaped plate from the pi-plate set due to flexor tendon irritation and implant prominence. This is report # of # for (B)(4). This report is for an unknown t-shaped plate from the pi-plate set and refers to the removal of the plate due to flexor tendon irritation and implant prominence.